Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that there were high impedance (>4000 ohms) on lead 0. Rep requested an x-ray as they were unable to change parameter with the x to clear it. No symptoms were reported. Cause was not determined. The issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.